Event description:
It was reported that during the changeout procedure of the patients cardiac resynchronization therapy defibrillator (crt-d) the physician inquired why the device longevity was less than five years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.